Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. The device was not returned for evaluation. Retain product was tested and was found to be within specification. Also, a DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a (B)(6) year old disabled male patient who has many allergies, experienced diarrhea and blood in his stool for six days after contact to pinkalgin. The patient went to the pediatric clinic to get a medical analysis of stool and blood samples.